Event description:
It was reported that a smiths medical fluid warmer admin set was working as normal until halfway complete with the bag of blood when it was noted to be "running slow". Switched the blood with saline and the flow ran normally again. No adverse patient effects were reported.